Manufacturer narrative:
Initial.

Event description:
It was reported that an ilet user awoke to an alarm instructing them to fill tubing and later observed a dash on the insulin cartridge indicator, after which dosing data showed delivery had stopped; the user recalled unlocking the device while half-asleep and acknowledged the possibility of inadvertently initiating a cartridge and tubing change, and dosing resumed after a guided supply change, with no leaks reported; the event is associated with an improper or incorrect procedure involving the tubing component. Symptoms included hyperglycemia. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of information provided. Investigation of this case revealed no device problem and identified a usage problem consistent with an incomplete cartridge load and incomplete tubing fill related to the tubing component. It was concluded, based on previously established findings for similar reports, that the cause was failure to follow instructions and an unintended use error that contributed to the event. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.